Manufacturer narrative:
Due to character restrictions in following field: e1-event site name: (B)(6). D10: glide wire, 7fr tour guide, 22fr dryseal, 7x38 icast. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during fevar procedure, physician positioned a 7x38 icast inside 7fr tour guide. The physician determined that the stent was too long for the vessel and then attempted to retract the icast system the stent dislodged from the catheter and remained within the catheter. The physician was able to remove the tour guide with the stent and no harm was reported.